Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd plastipak¿ concentric luer lock syringe had issues with light scale markings, while another had no scale markings. The following information was provided by the initial reporter: "the physical syringes either have no markings on at all or they are very feint. It is only the first 1 on the strip that can be read."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-jul-2022. H6: investigation summary: one case of samples was provided to our quality team for investigation. The product was visually inspected and found the scale was either not printed or partially printed, verifying the reported issue. A device history review was performed for reported lot 2203076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, there was a note in the incident log documenting that the pads in the marking machine needed to be changed. Based on our investigation, it is likely a misalignment occurred between the pads and barrel when transferring the scale, requiring the pads to be changed.

Event description:
It was reported that one bd plastipak¿ concentric luer lock syringe had issues with light scale markings, while another had no scale markings. The following information was provided by the initial reporter: "the physical syringes either have no markings on at all or they are very feint. It is only the first 1 on the strip that can be read".